Manufacturer narrative:
The device was evaluated by a field svc rep. The field svc report has not been returned for review. This report will be updated when the eval is completed.

Event description:
It was reported that the unit was creating an electrical short in the room during a procedure. They swapped it out for another unit to complete the procedure. There was no med intervention required. This resulted in a one half-hour delay in the procedure.